Event description:
IV noted to be leaking at point where catheter meets the green piece of device.======================manufacturer response for IV catheter, protectiv (per site reporter).======================representatives from smith have been on-site on two occasions to provide inservice training to staff on use of device.